Manufacturer narrative:
Physio-control product analysis center (pac) further evaluated the removed pcb assembly and observed that the device would not complete its boot up cycle. An unexpected loss of power was not duplicated, although the customer may have interpreted the flashing during the incomplete boot up as a power off issue. The cause of the reported issue was determined to be due to a single board computer (sbc) on the system pcb assembly.

Event description:
The customer had sent in their device for service. Upon inspection, physio-control observed that their device kept powering off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and observed that their device kept powering off by itself. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer had sent in their device for service. Upon inspection, physio-control observed that their device kept powering off by itself. There was no patient use associated with the reported event.